Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Two sensors were returned with the same lot number. It is unknown which is the complaint device. The first device (serial number (B)(4)) was visually inspected, and the sensor wire was found attached to the housing puck. The complaint of a missing sensor wire was not confirmed. The second device (serial number (B)(4)) was visually inspected, and the sensor wire was not found in the housing puck. The complaint of a missing sensor wire was confirmed. The root cause could not be determined.